Manufacturer narrative:
Additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information relayed that the patient underwent a revision to address alval/soft tissue reaction, metallosis ions cup loosening and elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). (B)(6) 2013.

Event description:
Asr revision asr xl- right reason(s) for revision: alval, metallosis, component loosening - cup (B)(6) 2015 - update - email conf that cup became loose - kf (B)(6) 2015.